Event description:
It was reported the insulin pump alarmed motor error during bolus or basal. Customer reported the device was not exposed to high magnetic field. Alarm occurred three times in the past month. Customer does not use the sensor feature. Customer was able to rewind the device. Customer's blood glucose was unk. No further info reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device similar to the paradigm real-time insulin infusion, which is marketed in the united states.